Event description:
It was reported that the patient fell, causing the two distractors to break. The distraction consolidation period was not complete; therefore, a secondary surgery was performed on (B)(6) 2015 to remove the broken distractors and replace them with new ones.

Manufacturer narrative:
The devices were optically assessed and stereoscopically investigated in the lab. The stereo microscopic investigation revealed a tensile crack due to stress. Further observation determined there were no indications of material or manufacturing defects discovered. Product device history records were also reviewed based on the lot number provided and revealed no abnormalities. The results of the investigation conclude that the root cause for breakage was due to stresses placed upon the device. If further information can be gathered that can add value to the contents of the investigated report, an additional follow-up report will be submitted.